Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
The technician alleged that when the brakes were activated the brakes did not hold. No pt impact.